Manufacturer narrative:
Investigations have determined that the leak was caused by a hole in the rinse mechanism tubing due to wear and tear. To prevent this type of wear and tear, a maintenance kit was introduced in 2013. In addition, the manufacturer has additional counter measures in production.

Event description:
The customer reported that a laboratory employee slipped and fell due to a leak that occurred under the analyzer. The employee went to the emergency room where an x-ray was taken of the injury. It was determined that the employee had a ruptured l5 disc. The employee stated that he had a car accident earlier in the year and his disc was bothered then. He states that the fall just added to the injury. He is currently seeking physical therapy for his injury. The field service representative determined that there was a hole in the detergent tubing on the rinse mechanism which was worn by rubbing the cover during the up/down movement. He replaced the tubing. He verified that the leak was no longer present.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.